Manufacturer narrative:
The manufacturer had previously reported that a flow sensor assembly was replaced to address a test failure. This was not correct. The device's machine flow sensor was replaced to address the test failure.

Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly was replaced to address the issue.